Event description:
The customer used the suspect device to check their blood glucose and obtained a result of hi. They took 10 units of insulin. They had an insulin reaction and called emts two hrs later. They were treated with a glucose IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.